Manufacturer narrative:
Further investigation is underway.

Event description:
It has been reported by (B)(6) that staining has occurred on three of their (B)(4) ultra mattresses. According to the facility, they clean them with pdi super semi cloth. No pt involvement or adverse consequences are reported.